Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 10 units had broken/damaged components, 1 had a misaligned component, and 2 had a worn component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported the jack was drifting down. 12 events had no patient involvement. 1 event had patient involvement but there was no consequence or impact to the patient.